Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. There is no repair history for the device in the past year, however, the customer previously reported the same issue in (B)(6) 2022 with the subject device. However, the reported issue could not be confirmed/reproduced by olympus. The customer issue was reported on the medwatch with patient identifier (B)(4). The subject device was returned to the olympus repair center. The monitor was inspected and in appearance was acceptable. No liquid inlet damage was found inside. The repair inspection could not confirm/reproduce the customer reported issue during testing for one week. However, as a preventative measure the monitor will be replaced with a new one. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. The root cause of the reported phenomenon could not be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (osh) field service engineer (fse) was informed during a diagnostic gastroscopy procedure, ¿a black screen appeared¿ on the customer 4k ultra high-definition liquid crystal display monitor. It was reported, the user would wait for one minute or restart to return to normal. It happens about once a day. User finished the intended procedure with the same monitor. The procedure was not delayed more than 15 minutes. No death or injury was reported.